Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery during bolus. Customer stated she had changed the set twice and issues reoccurred. Her blood glucose was 134 mg/dl. Troubleshooting was performed and the issue was resolved by disconnecting and reconnecting the reservoir and infusion set. She was advised the alarm was caused by an infusion set and reservoir occlusion. She is not returning the reservoir for analysis.